Manufacturer narrative:
There is no indication that the lens has been explanted. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported initially reported that a patient was complaining of distorted visual acuity (va) in both eyes (ou) / seeing multiple lines on the road after bilateral implantation of symfony intraocular lenses (iols). Right eye(od) zxt225 22.0 diopter iol. Left eye(os) zxt225 22.0 diopter iol. Patient information: best corrected visual acuity (bcva) left eye (os): 20/80 / 20/25; pre-op astigmatism od 1.07d cyl; axial length od 23.65; hwtw: od 12.30; calculated iol power: od 22.0 -0.34; 5.0mm capsulotomy ou; pre-op complaint: difficulty driving at night both eyes. On (B)(6) 2017 - one (1)month post-op the patient stated va in both eyes doing very good. Left eye feel dry. Manifest refraction (mr) -.75 x0.75 x140 = 20/20 discussed touchups with the patient for os but holding until completely healed. On (B)(6) 2017: patient complaining of va ou distorted or seeing multiple lines on the road. Mr -1.00 -0.75 x140 = 20/20. This is report will capture the lens implanted in the left eye. A separate MDR will be filed for the lens in the right eye.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information: through follow-up it was learned that the patient was unhappy with his vision in both eyes post-op. There was no patient post-op injury. Additionally, no explant is scheduled. The customer also clarified that they will give a patient a push plus for a more optimal post-op refraction with symfony iols. This report will capture the lens implanted in the left eye. Serial #: (B)(4). Catalog #: zx,225u220, expiration date: 1/11/2021, UDI# (B)(4). Manufacturing date: 11/1/2016. All pertinent information available to the manufacturer has been submitted.